Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The subject device was implanted for approximately 16 years. The device history record (DHR) could not be reviewed since the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 31 mm edwards pericardial valve, implanted in the mitral position, has been scheduled for a valve-in-valve procedure after an implant duration of 16 years due to mitral insufficiency. No other information was provided.

Event description:
Edwards received notification that this patient with a 31mm edwards pericardial valve, implanted in the mitral position, has been scheduled for a valve-in-valve procedure after an implant duration of 16 years due to deterioration leading mitral insufficiency. A transcatheter valve was successfully implanted into this surgical valve. The patient was fine.